Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received stating that the cause of the failure of opening was not determined, suspected damage to the tip. Retrieved and attempted to reopen, but it still could not be opened. No additional resistance was noted during deployment.

Event description:
Medtronic received a report that the patient was undergoing treatment for a saccular, unruptured aneurysm c6 segment of the right internal carotid artery with a max diameter of 12.7mm and a 6.3 mm neck diameter. It was noted that the patient's vessel tortuosity was moderate. The landing zone was 3.9mm distally and 4.6mm proximally. It was reported that under guidewire guidance, the phenom 27 catheter formed a loop within the aneurysm and was then advanced into the distal parent vessel, followed by the intermediate catheter. After unlooping, the first stent (475-35) was selected and deployed successfully. Slight distal shortening was observed, raising concerns about distal anchoring. Therefore, it was decided to place an additional dense mesh stent as a bridge. Under guidewire guidance, the microcatheter was advanced through the first dense mesh stent, and the deployment of the second dense mesh stent was initiated. However, the second stent could not be opened at the distal section despite various maneuvers such as manipulation and repositioning. The dense mesh stent was then retrieved and removed from the body. After replacing it with a new stent, the procedure was completed successfully. The pipeline was not positioned in a bend. More than 50% of the pipeline was deployed when it failed to open and was resheathed less than or equal to two times. There were no additional steps or other devices required to open the pipeline. The pipeline was resheathed and removed with the microcatheter from the patient. The pipeline was used for an indication that is approved (on-label). The angiographic result post procedure shows that there was significant contrast agent retention in the aneurysm, and the stent morphology appeared normal. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event.

Manufacturer narrative:
Continuation of d10: product ID (d035756). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received stating that only the ped that failed to open had damage at the tip. The cause of the distal shortening was not determined.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.